Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. This is the only complaint reported to date for this lot number. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt, retrieval difficulties and pe as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the ivc and the device was unable to be retrieved. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The patient experienced pulmonary embolism. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the inferior vena cava. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later, the patient presented to hospital with shortness of breath and computed tomography angio chest was performed. Bilateral small definite pulmonary emboli were noted. Ivc venography showed extensive inferior vena cava thrombosis above, involving and below the inferior vena cava filter. Catheter directed thrombolysis was initiated. A post procedure venography showed significant resolution of thrombus involving the inferior vena cava. Thrombus still involved the filter which was noted to be tilted. There was also a single strut oriented slightly cephalad as a result of the clot. After two days, again thrombolysis was initiated. There was significant reduction in clot burden but there was persistent clot within and superior to the filter. After three months, filter was attempted to be retrieved. The filter was unable to be retrieved due to filter tilt and apparent endothelialization of the superior tip of the filter. Multiple attempts to advance the retrieval device over the superior tip of the filter were unsuccessful. At this point the retrieval device was exchanged for a 15mm 6f gooseneck snare and multiple attempts to snare the hook of the superior tip of the filter were made but were also unsuccessful. After three days, again filter retrieval was planned. Access was gained via the right internal jugular vein. Inferior vena cavography demonstrated that there was no clot within the filter. A leg of the filter was inverted lying against the wall of the inferior vena cava above the tip of the filter. The filter was tilted to the right with the apex of the filter and the hook tenting the right wall of the inferior vena cava. A conical g2 filter retrieval device was advanced over the guidewire and several unsuccessful attempts were made to capture the apex of the filter. Several snares were used but they were unsuccessful to grab the hook of the filter. Each snare was advanced over the buddy wire to maximize the ability to capture the apical hook. During the process, the prolapsed filter leg was repositioned with a loop snare so that it was no longer prolapsed. In order to deflect the apex of the filter away from the inferior vena cava wall, an unsuccessful attempt was made via the femoral vein approach. It was then attempted to pull the filter away from the wall using a tip deflecting device. This was successful and the filter was eventually taken out. Therefore, the investigation is confirmed for alleged material deformation, filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records has been performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2013); (manufacturing date: 08/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the ivc and the device was unable to be retrieved. The device was removed percutaneously after a previously attempted but unsuccessful percutaneous removal procedure. The patient experienced pulmonary embolism. However, the current status of the patient is unknown.